Manufacturer narrative:
Reporter is a j&j employee. Part: 319.090-us lot: 20p8518 manufacturing site: (B)(4). Release to warehouse date: january 27, 2020 a manufacturing record evaluation was performed for the finished device 319.090-us lot: 20p8518 and no non-conformance's were identified. Service and repair evaluation: the customer reported the 319.09, depth gauge for small screws was missing a component. The repair technician reported that the tip of probe to the gauge is bent and cosmetic test was failed. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that during routine incoming inspection of a loaner set at the field service location it was observed that the depth gauge for small screws was missing a component. There was no patient involvement. This report involves one (1) depth gauge for small screws. This is report 1 of 1 for (B)(4).